Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. However, the error code was confirmed in the event log. The cassette ID pcb was replaced for diagnostic purposes. Preventive maintenance was also performed. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no info." (No info). Product problem(s): "persistent system message displayed." (Device displays error message). A nurse reported a persistent error code during cases. The cassette was tested on their second system and worked normally. Add'l info has been requested.